Event description:
It was reported in the return information note that ventilator's o2 gas module was defective. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
During processing of customer product complaint ot# (B)(4) we have become aware about an issue with an o2 gas module - which has been documented within this record. Identification of issue has been done by analyzing return information note. The o2 gas module has been tested in a reference machine. It failed the pre-use check with flow transducer test. The issue was decided to be reported as defective gas module may lead to stop of ventilation or low o2. There was no patient involvement. It was noticed by visual inspection that a printed circuit board (pcb) inside the gas module was contaminated with a liquid, traces of oxidation were noticed on multiple components on this pcb. Therefore, no further investigation is needed as ingress of liquid can lead to a short circuit and a ventilator malfunction. The source and the type of liquid is unknown.